Manufacturer narrative:
The axium coil was implanted in the patient so will be not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received report of axium coil non-detachment during a procedure. The patient was undergoing treatment for small, amorphous aneurysm in the anterior communicating (acom) artery. It was reported that another manufacturer's coil was deployed first and caused a small rupture in the aneurysm. The axium coil was only used to treat the rupture, but the implant coil would not detach despite three attempts with the instant detacher (ID). The physician attempted to detach the axium coil using the "manual detachment" (breaking hypotube method; an alternative method presented in the instruction for use) but without success. The physicians decided to place a second axium coil next to the non-detaching axium coil and then attempt to remove the non-detaching axium coil but it finally detached during the process. The push wire was removed and inspected and the inner release wire was found to be protruding from the distal end of the push wire. An injection of contrast showed that the right ica (contralateral) was completely occluded. Aspiration was attempted without success. A solitaire stent was deployed into the occluded section. First pass yielded a clot, which the physicians believed to be the coil. A contrast run, however, revealed that the coils were still secure. On closer inspection of what was retrieved from the body, the physicians found what they believed to be fragments of the release wire of the coil. Three additional passes were made with the solitaire and another manufacturer's device to achieve complete reperfusion. Post-procedure, the patient remains intubated in the ICU.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the instant detacher and the implant coil were not returned therefore, the customer report of non-detachment could not be confirmed through analysis; however, the pushwire was received for evaluation. As received, the pushwire was broken on its proximal end. In addition, the pushwire was found to be bent at the proximal end. The break in the pushwire at an incorrect location for manual detachment (via hypotube) may have contributed to the difficulty observed during detachment. The customer report of ¿premature detachment¿ was confirmed as the implant coil was not attached to the pushwire. It is due to pulled release wire subsequently caused the implant coil to detach. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.